Event description:
A zoll patient service representative (psr) called zoll customer support to report that, while fitting a (B)(6) male patient, the electrode belt's connector pins were bent. The patient was fitted with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (bent pins) was confirmed. Upon investigation, the trunk cable connector pins were bent in a swirl pattern. The root cause for the bent pins could not be positively identified, but the damage was likely caused by excessive force while connecting the electrode belt to the monitor. No adverse event resulted from the bent pins. The patient received a replacement electrode belt.